Event description:
Customer reported erroneous high eosinophil% was obtained on the automated differential for one patient sample when using the coulter lh 780 hematology analyzer. There were no instrument generated flags for the differential. No erroneous results were reported outside the laboratory. The customer has a decision rule in place that states any eosinophil% > 10.0 must have a rerun and manual review. Quality control was run before and after the event and was within range. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
Beckman coulter field service did not evaluate the analyzer. Cause for the erroneous differential results was not determined. Product labeling was evaluated. The lh 700 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, suspect and definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to your patient population, of all results displaying a flag, code or other message.

Manufacturer narrative:
Additional narrative: the histograms of the sample appear abnormal. The neutrophil population consists of two separate clusters. The main neutrophil population has both a lower dc and a higher rls means than those of normal samples. The main neutrophil population appears close to the typical eosinophil region (red circles). Due to dual clusters in the neutrophil population and shifting, there is a weak valley (used for neutrophil and monocyte separation) in the rls histogram for the first run. Both the extra cluster and the weak valley (red line) in the rls histogram caused the algorithm to classify part of the neutrophils as eosinophils. The most likely cause for the erroneous differential results is due to the algorithm not being able to classify the cell population because of boarder conditions of the specimen.